Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 703:00 occurred. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 6.13.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which failure code 703:00 occurred was confirmed during product evaluation. The root cause of this condition was assigned to a defective user interface module printed circuit board (uim pcb) and defective user interface pump head module (ui phm) signal harness. The uim pcb and ui phm signal harness were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.